Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
A computed tomography angiography (cta) was performed which showed active blush from branch of left inferior epigastric artery. The bleeding was treated with interventional radiology (ir) embolization. The bleeding was not thought to be device or therapy related.

Manufacturer narrative:
B3: event date has been estimated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient's anticoagulation had been held since (B)(6) of 2024 due to repeat gastrointestinal (gi) bleeds and vaginal bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.